Event description:
It was reported the patient ((B)(6)) was experiencing communication difficulties with her ipg. The physician suspected the issue may be related to a previously reported event in which the patient was struck by a trolley. Surgical intervention was undertaken to replace the patient's ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.